Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03006.

Event description:
It was reported that the patient underwent a revision procedure due to disassociation of the dm liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified there is gouging to the poly head along with indentations to the lip. The liner has scuffing visible on the inner radius and the post shows wear. Shell was not returned nor pictures provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02644. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 5 months post implantation due to the liner dissociating from the shell. Attempts have been made and additional information on the reported event is unavailable at this time.